Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal swollen. Event history log confirmed error code 41541 occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective latch lock optic flex sensor. The latch lock optic flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41541. It is unknown if there was patient involvement, no adverse patient effects were reported.